Manufacturer narrative:
One claris display workstation (dws) z440 was received for evaluation. The serial port 1 of the dual port serial card was found internal to the chassis, it was connected to the subsequent pci express card and was able to be reinstalled correctly, however one of the standoffs was missing. Stimulation testing could not be performed based on the returned condition. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to physical damage and port connection to the ep4-stimulus of the dual port stim card. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure using non-abbott pfa (farawave), the procedure was abandoned due to connection and pacing issues. It was noted that there were communication issues with the ep-4 touchscreen and the workmate claris computer and pacing was unable to be completed. A "check output switches/cables" message appeared. The cables were reconnected and exchanged, and the ep-4 cardiac stimulator was replaced, but the issues persisted. It was verified that cables were connected, the channels were turned off and on both physically and on the gui. The procedure was unable to be completed successfully. During further troubleshooting, it was observed that the stim port on the workmate claris computer had collapsed and this damage was preventing the ep-4 touchscreen from connecting to the device. The ep-4 has not been able to properly pace since. It is alleged that both the ep-4 and workmate claris computer contributed to the cancelation of the procedure.